Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with fifteen remaining clips. Visual inspection of the instrument revealed no abnormalities. Functionally, the instrument was fired once in air and proper clip formation was confirmed. The remaining clips were then fired on test media with proper formation. The jaw and handle moved smoothly through the firing cycle and returned to the open position and each remaining clip loaded properly in the jaw. When the cartridge was empty, the interlock engaged and prevented the jaw from approximating. A review of the device history record indicates the product was released meeting all quality release specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right enlarged nephrectomy with adrenalectomy through an anterior sub-costal incision. During the ligation in the kidney and the adrenal gland , when fired, the clips did not close completely, the distal part of the clips remained open. The clips were malformed. Another clip applier of the same reference was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, when fired, the clips did not close completely, the distal part of the clips remained open. The clips were malformed. There was no patient injury.